Event description:
It was reported that the patient presented for remote follow-up via merlin.net with episodes of non-sustained right ventricular over-sensing. The episodes were a result of over-sensed noise exhibited by the right ventricular lead. Programming interventions were made. There were no patient consquences.

Event description:
New information received notes that the lead was explanted and replaced. Further information was requested but not received.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in three pieces measuring 13.4cm, 7.5cm, and 51.5cm respectively. Visual inspection of the lead found internal insulation abrasions breaching the all the lumens exposing the inner coil in two locations between the shock coils at 22.5cm to 22.6cm from the distal tip. The etfe cable coatings were not abraded but no ptfe liner on the inner coil was not noted in these locations. The etfe cable coating of one rv cable was abraded in this location. The cause of the reported event was isolated to the internal insulation abrasions exposing the inner coil.

Event description:
New information received notes that the lead was explanted and replaced. The patient was stable.